Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) rehabilitation center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system multi component medications did not display the correct medication identification. The technical support specialist (tss) verified the order on the es server, confirmed the original and updated medication identification with zero quantities and partial component data, and coordinated with the customer for further validation with their it team. Customer stated that the pharmacy had reached out to the hospital its department, the issue was suspected to be on their side. The tss proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ es server multi component medications did not display the correct medication identification. However, there were no delay to patient care and adverse events or injuries reported based on this incident.